Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: investigation summary: the complaint device was received at the service center and evaluated. It was reported that pre-operatively to an unknown procedure a hd arthroscope/sinuscope 4.0mm x 30 deg x 167mm (mitek lock) had poor image quality. Per service manual operational and diagnostic, this complaint can be confirmed. It was found during evaluation that scopes had poor image quality. The complete system was replaced to resolve the issues as scope was deemed not repairable. With the available information, we cannot determine the root cause of the identified failures. A manufacturing record evaluation was performed for the finished device [(B)(6)] number, and no non-conformances were identified. At this point in time, no corrective action is required, and no further action is warranted. Depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. A manufacturing record evaluation was performed for the finished device [(B)(6)] number, and no non-conformances were identified.

Manufacturer narrative:
UDI: (B)(4). The product upon which this medwatch is based has been received, however, the product evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by the affiliate in (B)(6) that pre-operatively to an unknown procedure on an unknown date, it was observed that the hd epscp,4.0,30,167,mitek scope device had poor image quality. There was no delay nor patient consequence reported. No additional information was provided.